Event description:
Additional information: it was reported by a healthcare provider (hcp) that the pump was replaced electively for normal battery depletion and the catheter was "fine". The hcp stated that the patient believed that there was a pump issue but on had been found.

Event description:
It was reported that the patient was experiencing a decrease in therapeutic effect, and a pump replacement was done. The patient initially reported back pain and stiffness. It was later reported that the patient was experiencing a lot of pain all over the body for a period of several weeks. Whenever the patient was in a prone position, "it was very painful". The patient believed the medication was not "getting down to where it was supposed to be" due to a "chronically malfunctioning pump and catheter". The patient also reported having very tight muscle tone and stiffness making it difficult to sleep at night. A prophylactic pump replacement was done on (B)(6) 2012, to avoid in-vivo battery depletion. The patient requested that the catheter be replaced as well, however, the healthcare provider evaluated it at the replacement surgery and there was good catheter flow back, so they decided to leave it implanted. The catheter may be evaluated with dye study in future if issues persist. The patient outcome/status was reported as recovered without sequelae; no injury. The medication in the pump was gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found. Only the pump was returned for analysis. The pump passed dispense accuracy and infusion accuracy testing. Pump logs indicated a motor stall recovery which means that in the pump history a motor stall and recovery had occurred. Some things that can cause a motor stall are emi or something internal with in the pump itself. Destructive analysis was performed. It was noted that some residue was present but this residue did not confirm an issue with the pump during lab analysis.

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).